Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio-ID failure and failed to scan the fingerprint. Upon arrival, a field service engineer verified that the bioid was functioning normally with no noticeable lag. Testing in the hardware test application showed all results were good. The station was powered down, cables were checked, and the system was rebooted. Testing was repeated in the hardware test application, again confirming all results were good. The customer was advised to continue monitoring and to contact us if any further issues arise. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID failed and failed to scan the fingerprint. It was kept frozen and had to manually reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.